Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on unknown date. The entire 10 cc of hydrogel was placed in the rectal wall. The patient received lupron. Due to the position of the hydrogel, it was recommended to perform a flexible sigmoidoscopy with direct visualization for about six weeks; if ulceration is ruled out and the rectum looks healthy, then proceed with caution and careful planning. The patient was reported asymptomatic at the time of this report. The radiation treatment was put it on hold due to the event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 03/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 03/08/2024. Block b5: this case was reported with a second case, one of the patients got lupron, however, was unknown which patient took it. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.